Event description:
It was reported that during a splenectomy procedure, the surgeon said, instrument or clips cut vessels, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Four devices were discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.